Manufacturer narrative:
(B)(4). As the transfer set was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the transfer set leaked because it was not closed all the way. The caller stated the transfer set was too difficult to close. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.